Event description:
The customer reported that their device was unable to analyze an ECG rhythm using the defibrillation therapy electrodes. This reported issue was relayed to the hospital biomedical engineer by a user with no additional information. It is unknown if there was any patient use associated. No additional information has been provided.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer was unable to get any clarifying information from the device user who reported this issue (unknown if it was observed during testing or patient event). The biomed evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device has since been returned to the end user for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.